Event description:
It was reported that during a surgery, the laser wouldn't stay on unless the key was held in place. The customer stated that they checked the emergency off switch, it is all the way pulled out and also checked the water reservoir and it is full. Conferred customer with tech support. Per tech support, the eo switch is not depressed and the reservoir is full. An engineer will need to be dispatched and check the system further. The patient had been administered anesthesia. The case was canceled. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non completion of case. Patient outcome: ¿the patient was awoken and sent home¿.